Event description:
During a service by baxter, depleted batteries were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.